Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable rv sensing around 14 mv between (B)(6) 2017 and (B)(6) 2017 with a subsequent decrease to approx. 5 mv in (B)(6) 2017. In the same period of time the pacing impedance intermittently decreased from a prior stable value around to 600 ohms down to <200 ohms. Furthermore the provided iegms were inspected. The ventricular channel demonstrated noise artefacts which led to shock delivery as reported in the complaint text. The available trend curves showed a gradual increase of the coil continuity from 500 ohms to 800 ohms between (B)(6) 2017 and (B)(6) 2018. Furthermore the provided iegm demonstrated signals with a small amplitude and frequency on the atrial and on the ventricular channels indicating noise from an external source. . In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approximately 42 months after the implantation the patient received inappropriate shocks due to oversensing. The therapy was turned off and the patient was hospitalized. The lead under complaint remained in the patient and an additional lead was implanted to replace its pacing and sensing functions. However, the oversensing reportedly occurred again after the replacement.